Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient fell in the front yard a week before the call and had been in therapy in a nursing home for 4 days. Patient was in pain having problems laying on one side and it was starting to bother them. Patient could feel pain in their legs and asked for the manufacturer representative to assist them. Patient was directed to follow up with the physician.